Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 250 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer did not have a bent cannula upon removal of their infusion set. Customer was advised their site may be occluded. The customer will monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.